Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : device not returned yet

Event description:
It was reported to vyaire medical that start/stop button not working intermittently on the 3100 a device. The customer reported there was no patient involvement associated with the reported event.

Manufacturer narrative:
Device evaluation: g3, g6, h2, h3, h6 & h11 results of investigation: vyaire medical field service technician went onsite to evaluate the device. Technician replaced driver and filters. Calibrated pneumatics. Calibrated dynamic displacement indicator (ddi) board. Performed patient circuit calibration and passed. Performed performance check and passed. Unit meets factory specifications. Preventive maintenance completed and unit ready for patient use. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.